Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient experienced inaccurate cgm values which occurred 1 day after the sensor had been inserted in the abdomen. On (B)(6) 2024, the cgm reading on the tandem t-slim pump was around 210 to 260 mg/dl and no bg measurement was taken. The patient called the emergency number around 7 pm. The patient did not experience any symptoms. At an unspecific time, the paramedics arrived and took a bg reading which was 632 mg/dl and no cgm reading was documented. The paramedics treated the patient with intravenous medication on the ambulance and monitored the patient. The patient was transported to the hospital and treated with intravenous fluids and intravenous insulin. At the time of the report the patient was still at the hospital and the patient was fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided on (B)(6) 2024. It was reported that at the time of the report on 07/11/2024, the patient was still in the hospital but had been there for more than 24 hours. No additional patient or event information is available.